Event description:
In 2007, the company received a report where it was claimed that "the device developed a hole at 19cm from the proximal tip." Further info provided by the customer is revealing "a questionable pt bite damage from the use of the bite block" the customer is not confirming a device malfunction; however, replacement of the tube was required.